Manufacturer narrative:
The event of lead explant/replacement due to high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had high impedances on 3 lead contacts. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.